Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and had a high blood glucose of 464 mg/dl. Customer stated that she has been wearing her new insulin pump without a problem and at 3:44 pm it was reading 464 mg/dl and had a no delivery alarm. Customer treated with manual injection and insulin pump, customer also connected her old insulin pump. Customer stated that the new insulin pump was not working and she will not use it again. Customer declined troubleshooting on all insulin pump issues and want to have the insulin pump replaced. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.